Event description:
Meter was set to the incorrect unit of measurement. The pt went to the hosp on three different occasions because of inaccurate results. However, when the medical affairs specialist spoke to the pt, pt stated that on those 3 occasions, the pt's meter was reading low and when arriving at the hosp, their blood glucose result was low on the hosp meter as well. In the hosp pt was treated with glucose and prior to leaving their home, pt would eat something. The pt did not remember or have written down, the results that pt had obtained. Based on this info there is no evidence of the meter contributing to a serious injury. However, there is sufficient evidence of a meter malfunction. The pt did not remember going into setup mode or replacing the battery. Due to a spontaneous/unintentional power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction. A replacement meter has been sent to the pt.